Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring the pump to be placed on a charger to power on, and normal use of the wake button was demonstrated in a submitted video without evidence of drops or liquid exposure. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the ilet and completion of user education and troubleshooting. Investigation included review of user-provided video and technical assessment through remote troubleshooting. Investigation of this device was confirmed and revealed a suspected hardware malfunction localized to the sleep/wake interface, with no alerts or alarms reported and normal function when externally powered. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical failure of the button circuitry.